Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges part of the needle of the infusion set is wet and insulin isn't delivered due to the defect. No adverse event reported. Requested return of the alleged device for evaluation.